Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead had a micro-dislodgement that resulted in loss of capture, falling and low impedance and undersensing with low p waves. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.